Event description:
Reportedly, several episodes of ventricular noise oversensing were observed without leading to sustained vf or therapy delivery. Stress tests were performed and the noise was reproduced.